Event description:
It was reported that the ventilator had leakage. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had a leakage. The evaluation of the provided logs confirms that the pre-use check failed with o2 sensor test. Our field service engineer investigated the ventilator on site and solved the issue by replacing the o2 sensor. The o2 sensor test failed with a error code indicating that when o2 sensor is calibrated with oxygen gas, the calibration parameters are outside its limits. It could be that the actual oxygen gas is not 100% pure or a failure in the o2-sensor. There is no patient risk involved, the o2 sensor is only a measuring device and the failure code will not affect ongoing ventilation. The replaced part was not returned for investigation. Therefore, the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: #(B)(4).